Manufacturer narrative:
Product analysis: analysis was not able to confirm the customer comment that the epg was not able to pace. The device passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned to field service for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not able to pace. The status of the epg is unknown. There was no patient involvement.